Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had red welts on her skin caused by the lifevest digging into her skin. The patient consulted his physician who advised to use a cream. Follow-up indicated that the condition of the irritation was the same. The current medical condition of the irritation is unknown.